Manufacturer narrative:
Product ID 309328, lot# 0210587243, implanted: (B)(6) 2016. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue was resolved on 2016-09-19. There was a report of pain at stimulator implant site which was related to the stimulator and not related to stimulation. Actions taken included only reprogramming, analgesic and draining were done. There were no lead/ins repositioning. No specific issue with the stimulator was identified. Later, there was a report of revision of neurostimulator pocket under general anesthesia on (B)(6) 2016. There was no infection and the stimulator was not explanted.

Manufacturer narrative:
Product ID: 309328, lot# 0210587243, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was pain around the device which seemed to be prior to the study enrollment, deep collection at the ultrasound. Device revision under general anesthesia was performed on (B)(6) 2016. No local infection and the device was left in place. There was pain at the stimulator level. There was a return of symptoms with physical characteristics of the system modified. Return of symptoms on (B)(6) 2017 with modifications of the settings by the patient. Pain at the stimulator level with ultrasound finding of an effusion around the system. Indication for device revision.

Manufacturer narrative:
Continuation: product ID 309328 lot# 0210587243 serial# implanted: 2016 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the stimulator and lead were repositioned on 2017 (B)(6). The onset date currently reported was reported to be 2017 (B)(6). Adverse event include a loss of efficacy with return of urinary symptoms. The device was reprogrammed on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017 while medication was also provided. No further complications were reported. Information received from a healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported implant site pain and collection around the device. Factors that may have led or contributed to the issue remain unknown. Interventions included hospitalization, reprogramming and analgesic medication. The investigator assessed the event as serious, not related to the procedure, and related to the stimulator. It was later reported that the lead and implantable neurostimulator (ins) was repositioned in (B)(6) 2017. The issue was resolved on (B)(6) 2017. Relevant medical history includes urinary incontinence (post-obstruction) since 1991. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot# 0210587243, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a foreign clinical study reported a collection around the device. There was localized pain and antalgic treatment was given. The event was ongoing and the event was assessed as not serious, related to procedure, and related to the stimulator. No surgical intervention occurred or was planned. Relevant medical history includes post-obstruction functional urinary incontinence since 1991. No further patient complications have been reported as a result of this event. Additional information received reported local pain. An echography confirmed collection around the device on (B)(6) 2017. Medical follow up still continuing for pain/fever/aspect. No further patient complications have been reported as a result of this event. Additional information received. The patient was hospitalized from (B)(6) 2017. It was reported that the neurostimulator was revised while the lead and extension were repositioned. The event resolved on (B)(6) 2017. There was also a report that it was procedure related. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 309328, lot# 0210587243, implanted: (B)(6) 2016, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a return of symptoms due to device effect decrease which was in context of collection around the device. The onset of the adverse event was on (B)(6) 2017. It was reported to be serious and related to the stimulator and stimulation. Actions taken include a lead and stimulator repositioning, reprogramming, anti-cholinergic and analgesic medication, hospitalization from (B)(6) 2017. The event was resolved on (B)(6) 2017. No further complications were reported and/or anticipated.